Manufacturer narrative:
(B)(4). Approximate age of device - 68 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Approximately 2 months post-implant, it was reported that the patient had elevated lactate dehydrogenase (ldh) levels and hemolysis. An echocardiogram revealed the left ventricle was not unloading and there was no change in the flow dynamics during the ramp study when the pump speed was increased. On (B)(6) 2015, the patient's pump was exchanged. No further information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The hospital elected to disassemble the pump on site. The photographs submitted for review showed a ring of red, tissue-like thrombus adhered to the inlet bearing ball. The tissue appeared to show laminated layering, indicating that the ring formed over an undetermined period of time. Red, tissue-like thrombus was also present in two of the rotor vanes. The color and layered appearance of the tissue appeared similar to the inlet bearing tissue, indicating that the rotor thrombus may have initially been part of the inlet bearing ring. Although a cause for the development of the thrombus could not conclusively be determined through this evaluation, the deposition would have contributed to the reported hemolysis and flow issues. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that at the time of the admission, the patient was medically managed on intravenous heparin until the pump was exchanged. The ldh values decreased following the pump exchange and the patient is doing well. The explanted pump was retained by the hospital and would not be returned for investigation.